Event description:
New versasafe infusion set tubing was primed and hung with phenylephrine. Patient had arterial line in place, and minutes later, blood pressure decreased to 49/56 from 102/56. A large puddle of fluid found on floor near pumps. The new tubing was assessed. Versasafe tubing was leaking around the sampling/injection port. The port had not been previously accessed due to being brand new tubing. Unable to infuse vasopressor appropriately because the medication was leaking out of the tube and not infusing in to the patient. A phenylephrine syringe was used to maintain blood pressure.